Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, this was a travel loaner pump; therefore, customer declined to troubleshoot the issue with tandem technical support. Customer had already begun to use replacement pump and had resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.